Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn : m365sc8336500, model : sc-8336-50, serial: (B)(4), batch: 7076361.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a system explant procedure. Th explanted devices will not be returned as they were discarded by the medical facility.